Event description:
Customer reported the cannula broke. Customer does not recall blood glucose level. Customer inserted the set on the left side of the abdomen. Customer was not sure when fracture occurred. No pain or discomfort at site. It was had to remove. It occurred during removal of introducer needle. Adhesive with an empty hole it was remaining. Cannula was not in the skin. No further information reported.

Manufacturer narrative:
Found sensor cannula retracted inside of the sensor. Unable to confirm customer received sensor damage due to customer returned opened/used. Found cannula whole with no broken parts. Unable to test skin irritation in lab.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.